Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system cutting flaps thin and little areas of gas breakthrough in the unknown eye of a patient during lasik surgery.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. During on site visit field service engineer checked cut depth and performed device maintenance and alignment. Service installation record signed and confirmed that system meets specifications. Treatment reports and patient data was requested but not provided therefore a deeper clinical analysis cannot be performed. No event day was provided and thereby the closest day to the onsite visit was chosen for this logfile review. The review of logfile shows all system functions were within specifications. The vacuum check, the energy check and the ablation check were performed successfully without issues. The energy was stable during the whole day. The logfile shows thirty-four successfully performed treatments without interruptions. Due to missing information about the treatment details the related treatment(s) cannot be identified in the logfile. The review of the day shows that thirty-three beam control checks were performed way before (up to thirteen minutes) the start of the treatments and not immediately before the treatments. The review also shows that during thirty-three treatments the suction process was achieved without missed vacuum one or two and re-dockings. During one treatment the surgeon has had difficulties to reach a valid suction one and two value resulting in multiple docking attempts. The review shows that all treatments were performed with no or not relevant deviation between planed and performed energy. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).